Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that after a brevera breast biopsy procedure that occurred on (B)(6) 2026, the patient's pathology report indicated "refractile foreign material." The user reports that there was no indication that the device was not functioning, and no device defects were observed upon completion of the patient procedure. The user site was unable to provide the device lot and the device is not available for return to the manufacturer for further investigation. No further information is currently available.